Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes were missing labels. Two tubes were missing the label. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when visit customers, the bd employees found 2ea tubes have no label in the unit package.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to missing label was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes were missing labels. Two tubes were missing the label. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6)2019, when visit customers, the bd employees found 2ea tubes have no label in the unit package.